Event description:
It was reported this patient experience an inappropriate shock as a result of oversensed noisy signals which was previously discussed with technical services in april. At that time, it was determined the inappropriate therapy was likely a result of an electrode malfunction. Boston scientific technical services were again contacted in november regarding episodes of t-wave oversensing resulting in inappropriate shock therapy. Technical services recommended a system replacement to resolve the event due to the challenging morphology of the patient's arrhythmia. The physician elected to perform exploratory surgery and was not able to visually observe any electrode damage. The electrode was attempted to be completely extracted, but the patient was in pain during the procedure and the physician elected to cut a portion of the electrode. A portion of the electrode remains implanted and capped. The patient elected to receive a cardiac resynchronization therapy defibrillator (crt-d) as a replacement and the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. Both the s-ICD device and the portion of the extracted electrode will be returned for analysis. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported this patient experience an inappropriate shock as a result of oversensed noisy signals which was previously discussed with technical services in april. At that time, it was determined the inappropriate therapy was likely a result of an electrode malfunction. Boston scientific technical services were again contacted in november regarding episodes of t-wave oversensing resulting in inappropriate shock therapy. Technical services recommended a system replacement to resolve the event due to the challenging morphology of the patient's arrhythmia. The physician elected to perform exploratory surgery and was not able to visually observe any electrode damage. The electrode was attempted to be completely extracted, but the patient was in pain during the procedure and the physician elected to cut a portion of the electrode. A portion of the electrode remains implanted and capped.the patient elected to receive a cardiac resynchronization therapy defibrillator (crt-d) as a replacement and the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. Both the s-ICD device and the portion of the extracted electrode will be returned for analysis. The patient was stable with no additional adverse consequences.